Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported true for the following on the initial support form: sensitivity, gingivitis and discomfort with a pain level of 4.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.